Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -11.5 diopter into the patient's left eye (os), it tore. The lens was removed intraoperatively on (B)(6) 2018. Reportedly, on the same date, in a 2nd operation, an alternate lens was successfully implanted. There was no patient injury and the surgeon states the "lens seemed to be torn during the loading [process] due to carelessness."

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic torn and foreign material (residue) on lens surface. Corrected data: surgeon implanted lens into the patient's "right eye (od)"; statement of "patient's left eye (os)" is incorrect. (B)(4).